Event description:
It was reported that the right atrial (ra) lead exhibited high and unstable thresholds. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddmc3d1 ICD; implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.